Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams intepro y-mesh - (B)(4). Ams intexen-porcine dermis - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal vault prolapse. The device remains implanted. No further complications have been reported in relation to this event.